Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 49 mg/dl at the time of the incident. Customer reported that this morning had a high blood glucose, took 5 units, then blood glucose dropped to 49 mg/dl. Patient has been experiencing low blood glucose for 2 weeks. Customer treated for high blood glucose with food. Customer reports they feel okay to troubleshoot. Customer was disconnected during the rewind sequence. Customer is performed displacement test. Test results: no reservoir. Customer states went to hospital she was sick so blood glucose went high. Customer decline high blood glucose troubleshoot. Last blood glucose:200 mg/dl . The pump will not be returned for analysis.